Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's desktop charger connector pin was loose and that they experienced a return of pain so bad that they could not get out of bed. The patient noted that they were sore at first, but now its bad enough that it hurts to walk. A new desktop charger was sent to the patient. No further complications were reported.